Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported patient experienced pericardial affusion and cardiac tamponade. During a concomitant pulse field ablation (pfa) and watchman procedure, a nrg transseptal needle was selected for use. The patient had complicated anatomy due to kyphosis. The physician had difficulty performing transeptal puncture due to anatomy. Post transseptal, the patient maintained baseline hemodynamics. A non-boston scientific pfa catheter inserted, and ablation was performed. Upon removal of ablation catheter, imaging physician noticed a moderate sized effusion on transesophageal echocardiogram (tee). A watchman device deployed successfully. A pericardiocentesis was performed post successful implant. Later, the patient underwent surgery and was hospitalized and discharged on (B)(6) 2025. The device is not expected to be returned for analysis (disposed). The physician believes that maybe the event occurred while trying to gain transeptal access.

Event description:
It was reported patient experienced pericardial affusion and cardiac tamponade. During a concomitant pulse field ablation (pfa) and watchman procedure, a nrg transseptal needle was selected for use. The patient had complicated anatomy due to kyphosis. The physician had difficulty performing transeptal puncture due to anatomy. Post transseptal, the patient maintained baseline hemodynamics. A non-boston scientific pfa catheter inserted, and ablation was performed. Upon removal of ablation catheter, imaging physician noticed a moderate sized effusion on transesophageal echocardiogram (tee). A watchman device deployed successfully. A pericardiocentesis was performed post successful implant. Later, the patient underwent surgery and was hospitalized and discharged on (B)(6) 2025. The device is not expected to be returned for analysis (disposed). The physician believes that maybe the event occurred while trying to gain transeptal access. It was further confirmed that the patient had a median sternotomy performed by the physician along with a surgical repair of perforation at ivc-ra junction.

Manufacturer narrative:
Due to additional information received, the initial MDR was updated for the fields describe event or problem (b5), in section b - adverse event/product prob and patient codes (f10 and h 6), in sections f - for use by uf/importer and h - device manufacturers only. Also, correction to the initial MDR in block(s) outcomes attrib to adv event (b2), in section b - adverse event/product prob. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.